Event description:
It was reported that sometime on (B)(6) 2025, the patient experienced elevated blood glucose levels of approximately 400 mg/dl after approximately 1-4 hours of pod wear on the arm. The patient reported feeling unwell, with symptoms including shakiness and loss of consciousness, and was subsequently hospitalized. The specific date of event was not provided. No specific diagnosis was reportedly provided; however, the treating physician indicated that the event was related to high blood glucose levels. Treatment during hospitalization consisted of insulin therapy. The patient remained hospitalized for several hours and was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.